Manufacturer narrative:
D4: UDI is not available due to incomplete serial number. Serial number was requested, but is unknown. E1: reporting institution phone # (B)(6). The following functional tests were performed: the issue was evaluated by a clinical application specialist. It turned out that there was no malfunction of the device. Upon further inspection the customer was informed that a configuration for "spo2 sensor disconnected" in yellow or red alarm, instead of a blue alarm is not possible. This case will be handled as an enhancement request. Based on the information available and the testing conducted, the cause of the reported problem was a user error. The engineer provided their analysis findings and confirmed that device to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Event description:
It was reported due to a desaturation event, the customer requested assistance to modify the criticality of the technical inop alarm for 'spo2 sensor disconnected'. It was indicated a red or yellow alarm for this inop was desired as caregivers do not pay attention to the blue inop and the patient severely desaturated and became bradycardic. A resuscitation was unsuccessful and the ventilated patient ultimately passed away. There was no allegation of malfunction; however, as the staff does not pay attention to inop alarms, the request for a configuration change for spo2 sensor disconnected alarms was made. The device was in use on a patient. There was a report of patient or user harm.